Event description:
It was reported that during a da vinci assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument locked up and stopped working while the patient's tissue was inside the jaws of the vse instrument. The surgeon and the assistant worked to open the jaws of the vessel sealer and free the tissue. The patient experienced some bleeding. The bleeding was controlled with another da vinci instrument. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding the reported event: the surgeon stated that the vse instrument worked well with no issues until the incident occurred. The surgeon used the vse instrument on the uterine vessels lateral to the uterus. The vse instrument "jammed and wouldn't initiate sealing." The surgeon was able to release the vse instrument without the release slider. The patient experienced about 30 ccs of bleeding secondary to the reported instrument issue. The surgeon indicated that the expected blood loss for the entire procedure was about 25cc. The surgeon used a long bipolar grasper instrument to address the bleeding. The surgeon stated there was a system-generated message but could not recall the message displayed. The surgeon completed the procedure with no further issues. The surgeon confirmed the following: no video recording or images available for review, and the patient is reported to be recovering well with no post-operative complications.

Manufacturer narrative:
Based on the current information provided, the causes of the customer reported failure mode and operative complication cannot be determined. The vse instrument has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. The probable root cause of unclamping issues may be attributed to use conditions. The inability to open grips is likely due to high friction in instrument grip range of motion (rom). The grips may fail to open when attempting to cut through too much tissue and overloading the grips, cutting through a hard object like a clip or staple, or failing to keep the jaws of the instrument clean. This issue can be resolved by using either the grip release button to manually open the jaws or an alternate instrument to complete the procedure. An isi failure analysis engineer (fae) conducted vse log review and found the following: according to the logs there were no errors in sealing but there was a blade dwell recovery as well as a blade jammed error. That had occurred at the very end of the instrument use. This kind of error is usually seen when there is too much debris or tissue in between the jaws. No image or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci assisted benign hysterectomy surgical procedure, the vse instrument locked up and stopped working while tissue was between the jaws of the instrument. The surgeon attempted to open the jaws of the vse instrument and free the tissue. Although the surgeon was able to release the tissue from the jaws of the instrument, the patient experienced some minor bleeding. The bleeding was addressed with another robotic instrument. The causes of the customer reported failure mode and complication are unknown.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Based on the log review the instrument had 1 blade jammed failure. However, no dislodged blade was observed during in-house testing. The instrument was placed and driven on an in-house system and passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. Cut and energy delivery tests were unable to be performed since the instrument was returned with the energy cord cut. The instrument passed the jaw ceramic dot verification and ceramic dot swipe tests. The knife slot measurement was 0.028". No conductor wire damage or snake wrist damage was found. There was some bio debris found at the instrument tip. Common causes of the failure mode of dislodged instrument blades are typically attributed to the user. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade.

Event description:
Refer to h10/h11 for follow-up information.